Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on operating system recovery blue screen. The field service engineer (fse) had dialed into the station, got it back to the normal state but found that the carefusion application was not launching. So, the fse requested to get the case re-assigned to a specialist, as it was a software issue. The technical support specialist (tss) later found that the remote support service (rss) 4.12 package had failed to install. The tss installed the rss 4.12 manually, after which the station had auto booted. The tss then confirmed that the issue was fixed, and the station was up and running. The system functioned as intended after the field service engineer and technical support specialist investigated and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.